Event description:
It was reported that ventricular over-sensing was noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences reported.